Event description:
The user received a questionable d-dimer result for one patient sample from the cobas c501 analyzer serial number (B)(4). The original results were -762 ng/ml and -228 ng/ml with data flags. The result was reported outside the laboratory as <1 ng/ml. The user repeated testing on the another c501 analyzer and a value of 405 ng/ml was received. The patient was not adversely affected. The d-dimer reagent lot number was 63158201. The field service representative determined there was a fluidics failure and decontaminated the system, replaced he gear pump, swapped the mixers and replaced the circulation pump, amp board and tubing. To verify the analyzer operation, the user ran calibration, quality control and patient samples with all results within specifications.